Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4) - secondary surgical intervention, lens repositioned. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.50/+5.5/068 (sphere/cylinder/axis) in the patient's left eye (os), on (B)(6) 2017. The reporter indicated the lens rotated not associated to a low vault. The lens was repositioned several times but kept rotating and the problem was not resolved. The lens remains implanted. The reporter indicated the cause of the event was a patient related factor. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated to: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens -10.50/+5.5/068 (sphere/cylinder/axis) in the patient's left eye (os) on (B)(6) 2017. The reporter originally noted lens rotation not associated to a low vault. The lens was repositioned several times but the lens kept rotating. The problem was not resolved. On 21-jan-2019, additional information was received stating that the lens rotated several times due to low vault (100 microns). It was also later reported that the patient experienced a refractive surprise and loss of best-corrected visual acuity. Additional information received on 22-sep-2019 stated that the lens was explanted on (B)(6) 2018. The lens was later replaced on (B)(6) 2019 for a 13.7mm vtimc5_13.7 lens of diopter -10.0/4.5/082 (sphere/cylinder/axis) and the problem was resolved. The reporter indicated that the cause of the event was a patient-related factor. Explant date updated to (B)(6) 2018 per new information received. Device evaluation: the lens was returned dry, with clear surgical residue, in a micro-centrifuge vial. Visual inspection found no visible damage and residue on the lens. Claim# (B)(4).

Manufacturer narrative:
Additional data: the reporter indicated the patient experienced a refractive surprise and loss of best-corrected visual acuity. Corrected data: phakic toric intraocular lens, product code: qcb. Claim # (B)(4).

Manufacturer narrative:
Additional data: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens -10.50/+5.5/068 (sphere/cylinder/axis) in the patient's left eye (os) on (B)(6) 2017. The reporter originally noted lens rotation not associated to a low vault. The lens was repositioned several times but the lens kept rotating. The problem was not resolved. On 21-jan-2019, additional information was received stating that the lens rotated several times due to low vault (100 microns). The reporter stated that the lens was exchanged on (B)(6) 2019 for a longer length lens. The problem was resolved. (B)(4). Claim# (B)(4).